Event description:
The customer stated that he received a blood glucose reading of 340 mg/dl (approx.) On his meter compared to a reading in the 140's (mg/dl) on an accucheck and a reli-on meter. The difference between the readings fall in the "c" zone on the parks error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.